Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of acetabular liner and head exchange due to loose liner.